Manufacturer narrative:
The insulin pump received with no button response due to unlocked connector on lcd board. No frozen screen and no audio/beep anomaly noted. Unable to perform any tests due to buttons unresponsive. The insulin pump received with cracked reservoir tube lip and minor scratches on display window noted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's father reported via phone call that none of the buttons were working after changing the battery. The customer's father also reported that there was a beeping noise. The customer's blood glucose was 163 mg/dl at the time of incident. The customer's father was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.